Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose coma. Customer's blood glucose reading at the time of hospitalization was 16 mg/dl. Caller stated that the customer's insulin pump was having multiple no delivery and battery out of limit alarms. Caller stated that the customer checked her insulin pump settings and found that the date was incorrect. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.